Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several no delivery alarms and high blood glucose event.. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The customer reported that her blood glucose reading was 400 mg/dl due to issue with no delivery alarm. Customer treated with manual injection. Customer also reported that the insulin pump had a motor error alarm and during troubleshooting, the insulin exited after a 5 unit fixed prime was delivered. The drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.